Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6), study ID (B)(4). It was reported that patient reports left sacroiliac joint pain, referring to it as "hip pain", leg weakness in both legs (the right more than the left leg, but nearly equal), minimal paresthesias. Diagnostics: CT taken (B)(6) 2025 (post-op) and (B)(6) 2025 (pre-op) shows interval development of l3 superior endplate concavity, representing a superior endplate compression fracture. Interventions: steroid injections. Onset date 2025-10-04. Outcome status is recovering/resolving. Site related assessment: probable related to study device.

Manufacturer narrative:
B2: interval development of l3 superior endplate concavity, representing a superior endplate compression fracture. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.